Event description:
Pt cardiac monitor tones were not audible. Tone dial turned down. Pt went into cardiac arrest without staff knowing it. Pt died. Biomed dept has now fixed all monitor dials in the high tone position.